Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The device is giving an error '10003' when powered up. There was no reported pt involvement. The error code 10003 (defib timeout) is accompanied by the system failure cycle power message/instruction and the device then halts operation.